Manufacturer narrative:
Correction/removal number: 3012642695-02/19/21-002-c. This is report 29 of 32 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient. Repeat testing of the nasal swab sample with the testing platform could not reproduce the reported event. Lot 5000305 has been placed into quarantine due to observations of a higher potential for false positive results. A root cause analysis and corrective/preventive action plan are pending completion.

Event description:
This is report 29 of 32 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient.